Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered less than expected. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "malfunctioning, infusion rate questionable." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered less than expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.